Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. No abnormalities in the accessories used in reprocessing. The device was wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found the objective lens adhesive was peeling. The tip cover had scratches. The adhesive on the bending covering was scratched and had a white clouded area. The objective lens adhesive was peeling, the tip cover had scratches, the curved insertion tube rubber adhesive had scratches and had white turbidity. The insertion tube had a soft screw, operation section of switch 1 had shaft slipping, there was no click feeling and dislocation. Connector section label had peeled off and operation forceps mouth had scraping. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the gastrointestinal video scope to the olympus service center for annual maintenance. Upon inspection and testing of the returned device, foreign material was observed in the nozzle, on the body control unit, and on the distal end cover. This report is being submitted for the foreign material found during evaluation. There was no patient involvement.